Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. Analysis of the device found that the output circuitry was damaged. The low voltage functionality was tested on the bench and using automated test equipment. All of the voltage test specifications were normal. The root cause of the output circuit damage could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that patient presented to the ER and upon interrogation multiple alerts were noted for possible output circuit damage, noise, possible hv lead issue and low pacing and hv lead impedance. There were multiple episodes of noise. Device was explanted and replaced.

Event description:
New information received notes inappropriate therapy was delivered.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.